Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a prevent needle. The customer reports the needle itself came off the hub and remained in the pts skin, the safety device and hub were still attached to the syringe. The needle was removed from the pts skin using fingers, and no additional medical intervention was required.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.